Event description:
It was reported that the user experienced a low blood glucose of 54 mg/dl, consumed a cannoli and dinner, and announced the meal while hypoglycemic after initially misunderstanding that meal announcements should reflect carbohydrate content rather than overall food volume. Symptoms included hypoglycemia without reported clinical manifestations at the time of follow-up, with a fingerstick reading of 84 mg/dl by the end of the call. Outcomes included urgent low glucose requiring oral carbohydrate treatment and education on the 15-15 protocol and on withholding meal announcements during low glucose until back in range. Investigation included triage, user interview, review of use conditions, and troubleshooting with education on correct meal-announcement practices. Investigation of this case revealed use error related to meal announcement during hypoglycemia and misunderstanding of carbohydrate-focused entry; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related and due to use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.